Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01083, 3005168196-2020-01084, 3005168196-2020-01085, 3005168196-2020-01086, 3005168196-2020-01087, 3005168196-2020-01089.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery. During the procedure, the patient¿s vessel was perforated using a non-penumbra guidewire. The physician attempted to use penumbra smart coils (smart coils) to stop the bleeding; however, six smart coils would not advance past their initial positions within the introducer sheaths. Therefore, the smart coils were not used in the procedure. The next three smart coils were implanted in the target location using the penumbra smart coil detachment handle (handle). While attempting to implant the next smart coil using the handle, it would not detach. The physician attempted to manually detach the smart coil without success; therefore, this smart coil was removed from the patient. The procedure was completed using five smart coils and the same handle. There was no report of an adverse effect to the patient.